Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (b)(9) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached applicator needle that occurred on (B)(6) 2016.